Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvmwb11) and mount were returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. No pre-existing condition was noted on the per. The implant had been placed on tooth 19 but could not finish procedure since the mount was unable to disengage and procedure was completed using another device.x-ray or picture image was not provided. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 and 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review for the lot number (1231839) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet.complaint history review by lot number (1231839) was performed for similar events and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Premarket identification PMA/510(k) number k101880.

Event description:
Doctor reported that mount could not disengage from implant at tooth site 36 after implant placement. The procedure has been completed with another device. There was a delay in the procedure.